Event description:
This lead was implanted on (B)(6)2007 and was explanted on (B)(6)2013 due to an unknown issue. The physician was dr.(B)(6) at (B)(6) medical center south in springfield, mo. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).